Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep repaired the unit. The system is working as intended.